Event description:
It was reported that atrial refractory beats were noted when the device was undergoing atrial threshold testing in aai mode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.